Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart procedure cannulating the right atrium, the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.